Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented during a pacemaker replacement procedure. The left ventricular lead could not be implanted and was not used. The patient experienced no consequences.

Event description:
New information received notes the physician did not allege a malfunction on the left ventricular lead. The inability to implant was attributed solely to a patient anatomy issue.